Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from a subdural hematoma. The caller stated that he fell, and hit his head. The caller stated that his blood glucose was 50 mg/dl when she found him. The customer was wearing the unit at the time of death. Nothing further was reported.